Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The pump displayed a resettable malfunction code, and the caller had not previously reported or reset the pump for this issue within the last 24 hours. Technical support provided information on resetting the pump and assisted the caller, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any future issues arise.